Manufacturer narrative:
This report is submitted on 30 october 2020.

Manufacturer narrative:
It was reported that the infection was unsuccessfully treated with IV antibiotics resulting in the explant of the device. This report is submitted on december 31, 2020.

Manufacturer narrative:
This report is submitted on 22 september 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to infection. The patient has not been reimplanted with a new device as of this report on (B)(6) 2020.

Manufacturer narrative:
Per the clinic, the patient experienced a drug-resistant bacterial superinfection and swelling at the implant site. On (B)(6) 2019, the patient underwent a revision surgery under general anesthesia to drain the fluid from the swollen site and wash the area. The patient was then treated with oral antibiotics for a duration of five weeks (specific date not reported). The scar was found to be clean after the antibiotic treatment; however, there is still some inflammatory granuloma present. During a consultation on (B)(6) 2019, the scar was found fluctuating with a large scab at the implant site, exposing the receiver/stimulator.